Manufacturer narrative:
Received two 139112ext in original packaging. Lot number was verified. Performed a visual inspection, the packages were not sealed at one end. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised sterility guaranteed unless package has been opened, broken, or damaged. Conmed encourages the inspection of all medical equipment, labeling and packaging prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 139112ext, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.